Manufacturer narrative:
Legal manufacturer: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was stuck open. The apl was replaced to resolve the reported issue.

Event description:
The hospital reported that no pressure was applied to the bag circuit when manual ventilation was selected preventing manual ventilation. There was no report of patient injury.